Event description:
The customer reported that her olympus evis exera iii xenon light source was experiencing repeated image failure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the phenomenon was not confirmed during duplication review. The root cause could not be identified. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to capture additional information in the form of new reportable failures noted during the device evaluation. That information is located in h10. The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, it was discovered that the connector socket was worn out and the pins were found corroded. Additionally, the lamp life meter was giving a reading of 500+ hours. There was also liquid found inside the tubing. Should further information be provided, another supplemental report will be submitted.